Event description:
It was reported that prior to starting a da vinci si prostatectomy procedure, the surgical staff experienced a system error code 25521. Upon extending the camera arm, it created a system error code. The surgical staff was able to reboot the system and clear the fault code, however, upon moving the camera arm, the system immediately faulted again with the same error code. Isi technical support informed the customer that this is likely to continue to occur anytime the camera arm is moved. The surgeon made the decision to abort the surgery prior to placing ports and prior to docking the robot. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code 25521 was associated with the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient side cart and provides the sterile interface for the 3d endoscope. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 25521 appears when the system detects that it has lost communication of sensor information between two printed circuit assemblies in the arm control system. In the event of these communication issues, the system records the fault and transitions to a safe state. The ecm was returned to intuitive surgical for failure analysis investigation. A visual inspection was performed on the ecm, and no problems were found. The arm was mounted and configured on a system and powered up in maintenance mode. All sensor checks and switch testing passed. The sine cycle, which runs sinusoidal motion trajectories to exercise the joints and the flat flexible cables (ffc's) going to and from the escc/espm (embedded serializer for the camera cannula/embedded serializer patient manipulator) was executed for about (B)(4) without any problems. Engineering was unable to recreate the reported error; however, it was confirmed in the system log. Engineering recommended the escc, ffc's, main harness be replaced and the espm be upgraded as a precaution. Axis 1 housing produced a loud grinding noise during the sine cycle while being exercised. Engineering was unable to determine the exact source of the noise. As a fix, engineering recommended upgrading the axis 1 motor and the axis 1 and axis 2 brakes. The clinical sales representative indicated the case was aborted post-anesthesia, no ports had been placed; the robot had not been docked. The patient did not return with any complications. The procedure was not completed. The surgery was elective and therefore, postponed.